Event description:
It was reported that a patient had a break in aseptic technique by touch contamination during peritoneal dialysis (pd) therapy and acquired peritonitis. The patient was not hospitalized for the event. The patient was treated with an unspecified antibiotic. It was not known if the patient received re-training in proper aseptic procedure. At the time of this report, the patient has recovered from the peritonitis and pd therapy was ongoing.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.